Event description:
User claimed that the otc wholesaler sold him "fake" insulin syringes. He has been using them for years. The plungers are not working properly. Syringe will not actually holding insulin: "plunger pushes insulin right back out."